Manufacturer narrative:
One-unit model 5567 trapliner was returned to vsi for evaluation. A manufacturing record review was completed and no related non-conformances were found. There are no non-conformances related to this lot therefore supporting the device met material, assembly and performance specifications. The hypotube was separated at the weld joint. There was no other damage found on the device. The IFU precautions, "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage." The most likely root cause for the separation is operational context and unintended user error.

Event description:
As reported: the trapliner device was removed without issue from the coil and handed off to the physician at the table. He opened the hemostasis vale, and the tip of the trapliner had barely touched the hemostasis valve when it snapped in his hands. The device never made it into the patient, it remained outside of the patient. No patient injury or impact reported.